Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced reduced visual acuity and lens rotation. The lens was later repositioned. The patient still experienced reduced visual acuity and lens rotation. Cause of the event reported as the device. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.